Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: part number: 03.033.001 lot number: 328p032 manufacturing site: (B)(4) release to warehouse date: 04 november 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the malfunction were identified. A product non-conformance was opened for the finished device lot number, however, this nc is not related to the handle braking off or threads stuck in the insertion handle, but to the inspection of ctq feature for component being corrently cascaded to inspection plans. This component is used for the mounting of the carbon part with steel part of the insertion handle. Another product non-conformance was opened for the finished device lot number, however, this nc is not related to the handle braking off or threads stuck in the insertion handle, but to the usage of an alternative glue for mounting the carbon part with the steel part. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the radiolucent insertion handle frn has the broken portion tip of the mating device (driving cap/threaded) inside to hole connection. No damage, defect or other issues were found with the received device. A dimensional inspection for the radiolucent insertion handle frn was unable to be performed due to basic dimension are irrelevant to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the radiolucent insertion handle frn lot number was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, while inserting a piriformis recon nail, the nail became incarcerated in the femur. While trying to back slap the nail out the impactor handle broke off. There is a portion of the impact or threads stuck in the insertion handle. There was approximately 20 min delay in the case while we were trying to extract the nail. After successful extraction of the nail the femur was re-reamed up to 13mm and we successfully inserted a 10mmx380mm recon nail. There were no patient consequences. This report is for one (1) radiolucent insertion handle frn. This is report 2 of 3 for complaint (B)(4).